Event description:
Prior to a coronary drug eluting stenting treatment procedure the peel off stickers were missing off both the carton and the pouch label. During preparation of the device, it was noticed that the peel off sticker of the 3.00 x 12 mm taxus express2 drug eluting stent was missing from both the carton and pouch label. It was also reported that the manifold was not seated into the carrier tube correctly. There was no visible damage to the product package but it was reported that the seal opened very easily, which caused concern about sterility. The procedure was completed successfully with another 3.00 x 12 mm taxus stent. There were no reported patient complications.